Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected to have induced ventricular fibrillation (vf) via backup pacing during auto-capture. Technical services (ts) identified a premature ventricular contraction (pvc) at the onset of vf, however it was difficult to discern the true cause of vf without a morphological electrogram (egm). It was also noted that the patient's rhythm broke spontaneously. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to have induced ventricular fibrillation (vf) via backup pacing during auto-capture. Technical services (ts) identified a premature ventricular contraction (pvc) at the onset of vf, however it was difficult to discern the true cause of vf without a morphological electrogram (egm). It was also noted that the patient's rhythm broke spontaneously. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.